Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy, the disposable pencil with an issue caused the patient a third degree burn on the legs. There was a three burns that are very small and punctual. A return electrode monitor (rem) pad was placed in the region of the thigh (femur). A plastic surgery was performed to repair the patient¿s burn intra operatively and it was getting better.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy, the disposable pencil which was re-sterilized and re-used caused the patient a third degree burn on the legs. A return electrode monitor(rem) pad was placed on the region of the thigh (femur). There were three burns that are very small in three small places discovered. A plastic surgery was performed on the primary procedure (appendectomy) to repair the patient¿s burn and it was getting better.